Event description:
Caller alleged imprecision with inratio meter. Results are as follows: date: (B)(6) 2009. Inratio: 1.3. Reference: 2.4.

Manufacturer narrative:
Discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009. Inratio: 1.3. Reference: 2.4. Mean: 1.8. Confidence limits: 1.2 - 2.3. The mean of the inratio meter and comparative system inr were calculated. Lab values fall outside the limits, so the criteria is not met and the value is discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy testing as part of the complaint investigation. Previous strip test on strip lot 216965 revealed no discrepant result on referenced and in-house meters. No further action is required. Mean calculation from comparison test data provided by end-user revealed reference test value was above the higher confidence limit. No product was expected to be returned. Investigation requirements. Investigation result. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples of strip lot 216965 are within the allowable bias. Summary: accuracy test record was reviewed on (B)(4) 2009 for lot 216965. Retain product deficiency was not established. There is not sufficient info to determine the root cause of end-user's discrepancy. As of 10/21/2009, 15 discrepant results complaints were reported for lot #216965 yielding a complaint rate of 0.008%. Due to this low occurence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.